Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was a broken cable on the mega suturecut needle driver instrument. The procedure was completed with no report of patient injury. On 12/08/2024, isi followed up with the customer and additional information was obtained about the complaint: the issue occurred while suturing and securing the vagina and mesh. No fragment fell into the patient's anatomy. The instrument was inspected prior to use with no damage noted.